Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer's blood glucose ranged between 200mg/dl-over 400mg/dl; treated with pump. The customer removed set and it was not bent. The customer was unable to complete troubleshooting due to not having tubing clamps.